Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date unknown/not provided. Provided as (B)(6) 2022. Catalog number: a complete catalogue # is unknown, as product serial number was not provided. Serial number: unknown/ not provided. Expiration date: unknown as product serial number was not provided. UDI number: unknown as product serial number was not provided. If implanted, give date: exact date unknown/not provided. Provided as (B)(6) 2022. If explanted, give date: not applicable, device remains implanted. (B)(6). Device manufacture date: unknown, as product serial number was not provided. Device evaluation: the device was not returned at the manufacturing site and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. The customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon saw a scratch across the intraocular lens (iol) after implantation. According to the surgeon it could also be that it was "just a wrinkle". The lens remains implanted. The surgery was in (B)(6), the exact date and patient details were unknown. No further information is available.